Manufacturer narrative:
Blank display due to severely corroded pcb1 and pcb2 board. Unable to perform self-test, active current measurement and sleep current measurement test due to blank display. Unable to verify frozen screen due to blank display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, keypad overlay peeling, cracked case at the battery tube. Confirmed blank display due to moisture damage on the electronic stack and motor assemblies. However, was unable to verify frozen screen due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump then turned off after getting wet. The customer monitored the pump after installing new battery for 2 hours and frozen display recurred.. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.